Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-05467. It was reported that the patient presented in the emergency room with loss of capture and sensing on the right atrial lead. It was also noted that the right ventricular lead had decreased sensitivity and no capture. Fluoroscopy was performed, which indicated that the leads had pulled back. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.